Manufacturer narrative:
Model number / catalog number: sc-8336-50, serial number: (B)(4), batch / lot number: 7058556, model / catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain and neurological symptoms at the right leg. The patient underwent an explant procedure and was doing well postoperatively.